Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. After the procedure, the patient coded and did not receive high voltage therapy due to undersensing. Programming changes were made and the patient was stable after.